Event description:
It was reported that the pt was implanted two weeks ago and had no therapeutic effect. The lumbar site was leaking clear fluid. Additional information received reported that after investigating the incision site, it was determined that the catheter was disconnected at the anchor site. The fluid leaking from the site was confirmed to be cerebrospinal fluid (csf). The pt underwent surgery. The catheter was completely removed and replaced with a new catheter, tunneled and connected to the existing pump. The pt was programmed at 1.2 mg/day of 25 mg/ml of morphine. The pt was also given antibiotics. The pt spent the night in the hospital for observation.

Manufacturer narrative:
Results code refers to the catheter.